Manufacturer narrative:
Device is a combination product. Synergy ous mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis in a guide catheter and with the haemostatic valve attached. An examination (visual and via scope) of the crimped stent found signs of stent damage. Proximal to mid-section stent struts rows were pulled distally and severely bunched on the stent profile with stent struts overlapping. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent damage most likely occurred as a result of the proximal end of the stent coming into contact with the distal end of the guide catheter during withdrawal attempts. Due to stent damage the device could not be removed proximally from the guide catheter. The investigator cut the hypotube immediately distal to the distal end of strain relief to allow for the removal of the device distally from the guide catheter. Following this separation, the entire synergy delivery system could be analyzed. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visible crimp markings were noted on the exposed proximal to mid-section balloon profile. Also noted was a kink on the inner shaft polymer extrusion and on the balloon body section. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-jun-2019. It was reported that crossing difficulty was encountered. A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.